Event description:
A talent stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. It was reported fourteen years later, the patient present emergently with back pain and bacteremia. Aneurysm enlargement was noted with the aneurysm measuring 70mm. The talent stent graft system was explanted due to aortic degeneration superior to the graft in visceral segment and infection of the aorta. There were no visible issues observed on the talent stent grafts when they were explanted. It was noted during the explant the aortic neck had degenerated and there was a aneurysm at the level of the left renal artery and just inferior to the more cranial right renal artery. Per the physician the cause of the stent grafts being explanted was due to aortic degeneration and infection of the aorta. The source of the infection was thought to be a bacterial pathogen group c strep, likely originating from the gastrointestinal tract. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: iw1424c90xh, serial/lot #: (B)(6), ubd: 13-nov-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.